Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation from the left ventricular lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the lead was reprogrammed after the repositioning. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.